Event description:
It was reported that after a spaceoar placement procedure under local anesthesia, it was observed that the hydrogel was placed laterally on the right side of the prostate. Upon further examination of the images, it was observed that the majority of the hydrogel was correctly placed; however, a portion had entered the venous plexus, it moved around the apex and into a right pelvic vein inferiorly. Superiorly, there is no evidence of hydrogel presence within the veins or the capsule. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.